Event description:
An industry customer from the united states reported a misidentification of ralstonia insidiosa as ralstonia pickettii when testing with the vitek® 2 gn test kit. The customer reported that the isolate was confirmed by a third party lab as r. Insidiosa. The customer then tested a r. Insidiosa control strain (attc 49129) which was also identified as r.picketti with the gn card. The customer stated both gn identifications had confidence of 99% probability, and no contradicting biopatterns. The customer reported their vitek system was updated to version 08.01 and the gn knowledge base as 08.00.013. There was no patient involvement as the event pertained to industry testing. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An industry customer from the united states reported a misidentification of ralstonia insidiosa as ralstonia pickettii when testing with the vitek® 2 gn test kit. An internal biomérieux investigation was performed. The customer reported incubating the strain for 18-24 hours on tsa at 30-35c. Saline ph was 7.8 but the product labeling states ph should be 4.5 - 7.0 and incubation temperature should be 35-37c. Two (2) lab reports were submitted, both showing an excellent identification of r. Pickettii and having one (1) atypical positive reaction (dmne) for an identification of r. Insidiosa according to the gn knowledge base. Atcc 49129 was tested three (3) times during development and gave a correct one (1) choice result of r. Insidiosa and two (2) low discrimination results, r. Insidiosa / r. Pickettii and r. Insidiosa / a. Xylosoxidans. An increased number of atypical reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors (such as incorrect incubation temperature or saline ph out of range) or an atypical strain. However, without the strain or raw data it's not possible to further evaluate the cause of the misidentification. Vitek 2 gn lot # 2410364203 met final qc release criteria and passed qc performance testing.